Event description:
It was reported that during a procedure , it was discovered that the tension gauge was fractured in two pieces. Device was not used for procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete. Visual inspection of the returned tension identified that the gauge fractured into pieces along the center, just beneath the 2mm identifier. Scratches and scuffs were also observed all over the device. The lot number is unknown and therefore, device history records could not be reviewed and the manufacturing date of the lot cannot be determined. It is unknown how many times the device was used during its' field life. This type of event typically occurs when the plastic component has had repeated exposure to large bending forces which can occur during insertion and extraction into the joint. The package insert indicates breakage can occur w/instruments that are subject to high loads and/or impacts. This is therefore a known inherent risk. It is likely the fracture was a result of wear and tear during the instrument's field life.